Manufacturer narrative:
The associated devices in use during this event were reported, the intellivue mx800 patient monitor is reported in MFR number 9610816-2023-00532 and the intellivue x3 is reported in MFR number 9610816-2023-00531. A philips field service engineer (fse) went to the customer site to evaluate the device. The fse was informed by a nurse manager that "at 8:15p on (B)(6) 2023, there was a 16-beat run of ventricular tachycardia (vt) and no alarms were activated." No adverse event to the patient was reported. The monitoring set up was an x3 docked with an mx800 networked with a pic ix. Results of fse tests revealed that all red and yellow alarms were off, which prompted a check of all patient alarms. It was found all red and yellow alarms were off for the ccu. The fse also reviewed and reset the alarms, tested the pic ix speakers and found no issues, and made sure the monitor was working on all patients. Later on, the hospital biomed called philips confirming they could see the alarms as expected, and this issue was due to user error. Results of functional testing indicated no malfunction of the devices. A technical investigation was performed. A philips product support engineer reviewed the audit logs for both 8:15 p.m. (20:15) and 8:15 a.m. And found there were several ECG alarms active around 20:15. Furthermore there were several spo2 alarms present in this time frame. Based on the information available and the testing conducted, the cause of the problem seems to be an issue of alarm management.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that no alarms were activated; they were expecting an audio alarm. The device was in clinical use at the time the issue was discovered. The customer reported only a potential for harm, as the rhythm could have gone unnoticed and a cardiac emergency causing delayed care, but no actual harm occurred. A philips technical consultant reviewed alarms, reset the alarms, and made sure the monitor was working on all patients at the time. Further investigation is expected.

Manufacturer narrative:
Additional information received: serial number manufacturer date.